Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 129. 114 and 86 mg/dl. Rptr did not have any symptoms. A control solution test of 120 was in range. On followup, the rptr stated that rptr checks the test strip confirmation dot to ensure adequate blood, and rptr's technique of applying blood is accurate. Rptr cleans rptr's meter on a regular basis, and uses control solution testing. No harm was alleged.